Event description:
It was reported that the inflatable penile prosthesis (ipp) was auto-inflating. After examination it was found that the reservoir eroded into the bladder. The physician scheduled a surgery on (B)(6) to remove the reservoir and another surgery would be performed to replace the entire system a month later. A surgery procedure was performed on (B)(6), however, it is unknown if any component was removed or replaced. No further information was provided.

Manufacturer narrative:
Additional information added in describe event or problem. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was auto-inflating. After examination it was found that the reservoir eroded into the bladder. An ipp revision surgery is scheduled for july 18th to remove the reservoir. Once healed after a month, another surgery will be performed to replace the entire system. The patient is expected to fully recover.